Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and no delivery alarm on the insulin pump. Customer was hospitalized last (B)(6) 2015 with diabetic ketoacidosis. Customer's blood glucose was 711 mg/dl. Customer stated that she had to stay overnight in the hospital. Customer was wearing the insulin pump at the time of the hospitalization. No further information provided.